Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called via phone call and reported that she is low on sensor and customer is still waiting for training since (B)(6). Customer is having issue with connecting transmitter to the pump. Blood glucose was unknown during the time of call. Customer also mentioned issue with the infusion set coming out of the serter during insertion. Blood glucose went up to 545 mg/dl. Customer declined troubleshooting for high blood glucose. Advised customer that replacement sensor will be sent. No product is expected to return for analysis.